Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-january-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a leaking sample nozzle. The fse replaced the nozzle and ran customer progesterone qc again but the results were still high. The fse ran mac controls and all three levels were within acceptable range. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a leaking nozzle.

Event description:
On (B)(6) 2016, a customer reported the prog I was high and out of range after the preventive maintenance (pm) was performed and the temperatures were changed with the aia-600ii analyzer. The customer was advised to recalibrate but the results were high. The customer is unable to run prog I patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog I patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.